Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred.. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, the proximal end of the balloon ruptured before reaching nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient was not affected.